Event description:
Consumer complaint of blood result reading of "lo." Customer states the he feels well and requires no medical attention. Customer's expected blood results are 80-95mg/dl fasting. Verified the strips expire 07/31/2016. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Customer performed back to back blood test, 91mg/dl and 89mg/dl fasting. Reviewed meter memory: lo, (B)(6) 2015, 1:09 pm, fasting: no; lo, (B)(6) 2015, 1:09 pm, fasting: no; lo, (B)(6) 2015, 1:07 pm, fasting: no; lo, (B)(6) 2015, 11:05 am, fasting: no; lo, (B)(6) 2015, 11:36 am, fasting: no. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: low glucose value below range.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-95mg/dl fasting. Verified the strips expire 07/31/2016. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Customer performed back to back blood test, 91mg/dl and 89mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.